Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd her scs system approx one year ago. It was reported that she is experiencing pain on her left upper side. The reported discomfort is so intense that it at times impacts the pt's breathing. Efforts to alleviate the alleged pain through reprogramming have been unsuccessful. The exact implant date as well as the device information for the pt's scs system components are unk. No further information is available.